Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. As reported, the issue occurred during implantation of the prosthetic valve. The issue occurred after the sutures were placed through the valve sewing ring and while the valve was being parachuted into the annulus. The tear was repaired with sutures. There has been no allegation of device malfunction or deficiency. It was noted that the patient had significant calcification extending to the mitral valve. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an aortic injury occurred during implantation of a 25mm 11500a aortic pericardial valve on a clinical trial patient. As reported, the surgeon performed an upper hemisternotomy to implant the valve. The issue occurred after the sutures were placed through the valve sewing ring and while the valve was being parachuted into the annulus. A tear of the aorta occurred about 1cm below the aortotomy in the area of the l/r commissure. The tear was sutured. Per the operative report, the aortic valve had significant calcifications extending to the mitral valve. This was a stenotic bicuspid valve. After the surgery, the patient had stable circulatory parameters. The patient was discharged on pod #8.